Event description:
It was reported by service report that the brakes were not holding to specifications, and they could not be disengaged. The customer could not determine whether there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result : brake plate kit, brake crank assembly.